Event description:
Dealer states regulator is leaking. Per independent repair center statement, the unit has low o2 or yellow light, key defect was found to be product tank regulator leaking, additionally dirty filter.